Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the air water cylinder and air water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. It is possible that the user could not perform reprocessing properly due to lose of water tightness caused by pinhole on biopsy channel. The use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone and lubricants. If silicones were used, there was risk the foreign material would remain in the channel even if the reprocessing was conducted in accordance with the instruction manual. The instruction manual identifies verbiage with detection and prevention methods associated with reprocessing in ¿evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection¿ and ¿evis lucera gif/cf/pcf/sif type 260 series reprocessing manualchapter 3 cleaning, disinfection, and sterilization procedures.¿ olympus will continue to monitor field performance for this device.